Event description:
The customer reported the ventilator alarmed due to oxygen not available during use on a patient. The customer reported there was no patient harm. Upon checkout of the unit, the customer noted diagnostic codes indicating oxygen not available and high oxygen supply pressure occurrences. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to check the o2 source pressure to see if possible that pressure went above 92 psi. The pse advised the customer to connect the unit to the oxygen source and observe the o2 inlet pressure in the pneumatic screen. The customer reported the unit was reading 54.57 psi and could not duplicate the reported problem. The pse advised the customer to replace the data acquisition pcb board as a precaution to address the reported problem. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.

Manufacturer narrative:
Device is out of warranty; no request by customer for manufacturer's service.